Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly and motor. The motor error alarm could not be verified due to the blank display. The device also had a cracked case at the display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was at the beach and the insulin pump alarmed motor error. She removed the battery due to the alarm and when inserting a new batter, she noticed that the buttons were not responding. The customer also reported that the display went blank and there was moisture inside the screen after the device was exposed to sweat. Blood glucose value was 62 mg/dl; treated with glucose tablets. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.